Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to report the upn and lot number; therefore, the unique identifier (UDI) #, manufacture date, and expiration date are unknown. Block h6: imdrf device code a0414 captures the reportable event of peg tube torn material occurred inside the patient.

Event description:
It was reported to boston scientific corporation that an initial g-tube - enteral feeding was used during a procedure. The exact procedure date is unknown. During ongoing use, the patient's family complained that the g- tube was ripped in less than a month. No further information has been obtained despite good faith efforts. There were no reported patient complications as a result of this event.